Event description:
During the procedure, the arthroscopic shaver was emitting metal shavings in the surgical site. No patient injury was reported.

Manufacturer narrative:
Upon receipt, the used device was visually inspected and found to have signs of abrasion and galling on the outer shaft. Inspection of the inner shaft revealed galling marks along the shaft and a visible gouge on the inner shaft. It has been concluded that the cause for shaving generation was the excessive exertion of lateral forces (side loading) on arthroscopic shaver instruments during clinical use. Ascent healthcare solutions' IFU states: do not apply excessive pressure or side-load the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. The lot control sheet documenting the processing of this device was reviewed and no anomalies were found, indicating the device passed all applicable inspections and tests and was functioning properly prior to distribution.